Manufacturer narrative:
Initial and final (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced six events of kinked cannula since 18-nov-2024. Patient noticed symtpoms within three hours of insertion. The site of location was upper arm and abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.